Manufacturer narrative:
It was reported that the patient has had intervention and a secondary procedure has taken place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that a type ia endoleak was identified at the 5 year follow-up imaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event outcome has been updated to unresolved not treating. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiviastent graft was implanted in a patient for the endovascular treatment of a 64 mm thoracic aortic aneurysm. It was reported that the patient's two year follow up CT showed a type ia endoleak. The cause of the event is unknown. No intervention was required. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the reported valiant captiva stent graft was implanted distally to the previously implanted main stent graft system and was not involved in the type ia endoleak event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date the type ia endoleak has been updated to (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.